Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur. Under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-05662 / 2014-05664 & 2015-03643).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure of the right hip on (B)(6) 2014. During the procedure, the modular head and taper adapter were replaced. This report is based on allegations set forth in plaintiff&#62688;complaint and the allegations contained therein are unverified. Additional information received in patient's medical records confirm a right hip revision was performed on (B)(6) 2014 due to pain and loosening of the femoral stem. The revision operative report notes the femoral stem was loose and there was a small amount of clear fluid within the joint. The operative report further notes the femoral stem, modular head and taper adapter were replaced and an active articulation liner was implanted.